Event description:
Customer had contacted customer service regarding high bg. During troubleshooting, customer complained of two reservoirs leaking from inside pump near where plunger unscrews.

Manufacturer narrative:
Analysis not completed as of the date of this report.